Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient on (B)(6) 2018. It was reported that there was poor communication. The patient last successfully charged their implantable neurostimulator (ins) possibly in (B)(6) 2017. It was noted that the patient wasn't recharging because they hadn't had pain. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge. Additional information was received from the consumer on (B)(6) 2018. It was reported that the patient got their ins replaced on (B)(6) 2018. The consumer stated that the ins battery had been discharged for too long and confirmed that the patient¿s last successful recharging session was in (B)(6) 2017. The consumer mentioned that it had definitely been a couple of months at least. It was reported that the patient was unable to charge the ins in (B)(6) 2018. The patient was previously referred to their hcp to get the device jumpstarted, but then decided that it would be easier to replace the device, as the patient had it for about six years. It was noted that the patient was doing well now, and all of the previous issues had been resolved. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had been told if the battery discharged three times completely he couldn¿t get it restarted again. The consumer stated the implant had depleted completely at least three times and they knew they couldn¿t get it going again in (B)(6) 2018.